Manufacturer narrative:
Concomitant medical products : 5034-58 lead implanted: (B)(6) 1999.

Event description:
It was reported that the right atrial lead had a pacing problem, which was expounded upon as high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.